Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronic assembly. No closed circle on the display or constant tone was noted. Moisture damage was found on the motor assembly. The insulin pump was received with minor scratches on the display window, cracked reservoir tube lip and cracked battery tube threads.

Event description:
The customer's mother reported via phone call that the insulin pump sounded a constant tone. The caller stated that the insulin pump made the constant tone with no alarm visible on the screen. She stated that the insulin pump had a closed circle on the screen. The customer's blood glucose was 82 mg/dl. The caller stated that the insulin pump had not been exposed to fluid or moisture. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.